Event description:
It was reported that during a lead implant procedure on (B)(6) 2022 the patient experienced a slight dural tear that resulted in cerebrospinal fluid leakage. In turn, the dural tear was repaired intraoperatively with duraseal. The patient did not show any effects. No headache or other issues were reported.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.